Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump at some point, per physician, went dry. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.